Event description:
Advocate called stating that customer received a 36 mg/dl on his contour link meter. He was retested on a different meter and result was 240 mg/dl. The difference between the readings falls on the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.